Event description:
During surgery to implant this patient in the contralateral side, the surgeon noticed that the magnet of the patients existing device was dislodged. This was confirmed by an x-ray. A revision surgery to reinsert or replace the magnet will occur after the initial activation of the new device.